Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Physician was unable to establish telemetry or interrogate device. Patient became more symptomatic and bradycardic. Temporary transvenous pacing wire was placed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.